Manufacturer narrative:
Evaluation summary: the impactor exhibits fracture at the base of the post. The device has a potential field age of approx twenty-one months. The post may have fractured due to high, repeated impaction forces. The exact cause cannot be determined with certainty. Evaluation: the post is fractured off at the base. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis of the fracture surface showed cleavage, a brittle mode of fracture, indicating a fast fracture that probably occurred by impact. Energy dispersive spectroscopy analysis of the component showed fe, cr, ni, ti and cu elemental peaks that are typical of a 455 sst.

Event description:
It is reported that the instrument was used during surgery in 2007. Post-op x-ray revealed that the metal tip had broken off and remains in the pt. Surgeon will monitor the pt.